Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the adhesive allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction to the pod adhesive. Patient visited physician and was prescribed cortisone lotion; advantan 0.1% to be applied multiple times a day. The patient also used coloplast and cortisone nasal spray to treat the reaction.